Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leak was observed with a 500 ml tpn bag. The reporter stated that while pumping a total parenteral nutrition (tpn) bag, the bag started to fill up slowly, and the pressure caused the port on the bag to pop off. As a result, the bag¿s contents spilled onto the valve set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted damaged fill port tubing, and detached fill port and fill port clamp. The reported issue was confirmed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.